Event description:
It was reported during a distal radius plate procedure a ti 2.4 mm va screw went through the va lcp two column distal radius plate and into the bone. Other screws had already been placed. Decision was made to leave screw in the bone under the plate and placed the rest of the screws to complete procedure. Did not feel there was an issue as screw was not near a joint. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.